Event description:
It was reported that during the procedure, the catheter broke inside the body. Type of procedure: hemodialysis. Approach: jugular. Accessory equipment: gw: terumo.

Manufacturer narrative:
The complaint of a break in the catheter was confirmed, but the exact cause is unknown. The d/l tubing broke approx 6 inches from the distal tip of the catheter. A portion of the surface at the break exhibited a glossy and striated surface, which is indicative of a sharp instrument cut. The remainder of the surface was noted to be dull and granular. Impressions from a hemostat and slices from a sharp instrument, such as a scalpel, were also noted in the tubing near the break site. Some of the damage noted at the break site is apparently use related, but the exact cause of the break is unk. A chr of lot #rerl0619 showed no other similar product complaint(s) from this lot.